Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a centrella bed would not stop. A hospital employee (not further specified) allegedly was transporting a patient from the intensive care unit (ICU) to the elevator, when reportedly the bed brake system allegedly malfunctioned and allegedly failed to stop the bed. The individual allegedly was pinned against a wall and allegedly suffered ¿severe bodily injuries¿. Reportedly, the employee sustained an injury to both shoulders, neck and back, along with ¿other body parts.¿ additionally, it ¿was believed¿ the employee required ¿some type of cervical fusion as a result of the incident,¿ and the employee reportedly has not returned to work as of this report. The centrella bed is intended for patient populations weighing at least 70 pounds (32 kg) and is capable of supporting patients up to 500 pounds (227 kg). The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. No further information was available at the time of this report.